Event description:
Critical patient admitted to ed 0540 hr and bp dropped, placed on external cardiac pacer via lifepak 9 at 0844. Good capture noted with hr 80. At 0857 hr dropped to bradycardia and no pulses palpable. Ed md called to room at which time it was noted the equipment screen had gone blank. Pacer checked, was plugged in. Hit "on" button and pacer came back on, but pacer unable to capture. CPR initiated. Second pacer brought to room and connected to patient by 0903, but asystole present and pacer unable to capture. Patient coded until 0920 at which time he was pronounced.